Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Resubmitting MDR as a result of internal audit where ack3 could not be located. A us distributor reported a patient developed a skin irritation. The skin irritation was described as red, bumpy, open, and weepy. The patient's doctor prescribed mixing eucerin and cortisone cream. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.